Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021 due to pain at magnet site. It is unknown if there are plans to replace the implant magnet as of the date of this report.